Event description:
The eq 5000 convective blanket warmer was in use when a burning odor was noted by staff members, followed by a cloud of smoke. The unit was turned off and removed from the surgical room. Upon inspection by the biomedical department, it was noted that the filter did not contain a gasket, which therefore allowed the plastic filter case to be in direct contact with the heater element, causing it to melt. Later in discussing with the manufacturer, it was learned that the filter parts ordering process requires that the two separate parts be ordered separately (gasket and filter) for replacement of the filter assembly. These parts have to be assembled together prior to installation. It was suggested to smiths medical that the filter should be sold as one assembly, and hence would eliminate any chance of having the filter installed without a gasket, and prevent any similar incidents from occurring in the future. This issue was discussed in detail with the product manager at smiths medical. As a result, a new operator manual was provided to us, which contains more detailed information on the filter replacement compared to the old manual we were using for this device. In addition, we were assured that in the future the device will be sold with the gasket and filter already assembled.